Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump beeped with no message, the user was unable tot turn off the device/the device was "frozen" during a patient infusion (medication, dose, programmed amount and delivery rate unknown. The event happened at the 'c8' area. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.